Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue.

Event description:
The physician reports performing cataract surgery with implantation of the crystalens in the left eye. Approximately, two months postoperatively, the lens vaulted anteriorly. A yag capsulotomy was performed. The yag improved the vault, but did not completely resolve it. The lens remains implanted. Additional info has been requested but has not yet been received. Should additional info be provided, a supplemental report will be submitted to FDA.